Event description:
A baby was being resuscitated with positive pressure oxygen and had been actively resuscitated for approximately 20 minutes, when the pressure dropped, despite being plugged into the wall outlet. Resuscitation was continued, using a bag and mask into wall oxygen. The baby died sometime after bagging was performed.

Manufacturer narrative:
The resuscitare radiant warmer in question was manufactured and shipped in 03/1995, and the maintenance activities are the responsibiltiy of the hosp. We have made several attempts to inspect the device, but the user facility has not cooperated and has yet to let us check the device. Based on the description of the event, there is no indication that the device failed nor has the user facility indicated the device has failed. We will submit a follow-up report if new info becomes available.